Event description:
This is a report of peritonitis in a patient, coincident with dianeal therapies for peritoneal dialysis (pd). The patient was not hospitalized for the event. On an unreported date, the patient was treated for the peritonitis with vancomycin intra-peritoneally (ip), gentamicin ip, and oral ciprofloxacin (doses and frequencies unknown). The patient was recovering from peritonitis. Approximately one month later, the event of peritonitis recurred. On an unreported date, the patient was again treated with vancomycin and gentamicin ip (doses and frequencies unknown) for the peritonitis. The patient was hospitalized for peritonitis and on that same day, the pd catheter was removed. The patient was moved to hemodialysis therapy. During the hospitalization, the patient was treated with unspecified IV antibiotics. One week later the patient had recovered and was discharged from the hospital.

Manufacturer narrative:
(B)(4). This report of peritonitis was received with no alleged device malfunction or use error. Therefore, a sample was not requested. Should additional relevant information become available, a follow-up report will be submitted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Per review of the batch records of suspected h12c27078, no nonconformance report was documented for this lot. All release criteria were met for the build of the lot.

Manufacturer narrative:
(B)(4).